Event description:
Device and surgery done in another hospital. Chief compaint: painful left leg. History of present illness: the pt had surgery in 2002: the procedure was taking down the fibrous nonunion of the supracondylar fracture of the left femur, open reduction internal fixation and a sliding bone graft and allograft of nonunion of a supracondylar fracture of the left femur. The pt states that after a couple of weeks they started noticing their leg was popping. Initially, it was a nonpainful pop but then began to get more painful, painful with weightbearing, no pain with just lying in bed/ pt was seen for x-rays which showed collapse of the medial border with 25 degree angulation deformity in varus direction of the fracture site with weightbearing. At that time the pt was put in a knee immobilizer and recommendations for long stem total knee arthroplasty.